Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during esophagectomy/gastric tube the surgeon approached to the esophagus and clamped the tissue, then could slightly squeeze the handle ,however the handle became stiff and was not able to be squeezed. The device was partially fired and there was no problem with the staple line. The device was replaced with another device and the firing was completed. The event occurred in use for patient. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.